Event description:
A report was received that the patient underwent an ipg and lead replacement procedure due to inadequate pain relief.

Manufacturer narrative:
Additional information was received that clarified that the previously implanted leads were damaged during the procedure and therefore replaced. In addition, in order to implant two more leads the ipg had to be replaced. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Reference number: 10469500, product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4); reference number: 10469505, product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4). Devices not returned.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. No further information will be provided.

Event description:
A report was received that the patient underwent an ipg and lead replacement procedure due to inadequate pain relief.

Manufacturer narrative:
Additional suspect medical device components involved in the event. Reference number (B)(4). Product family unknown lead. Upn unknown; model unknown; serial unknown; batch unknown. Reference number (B)(4). Product family: unknown lead. Upn unknown; model unknown; serial unknown; batch unknown. Location of devices unknown.

Event description:
A report was received that the patient underwent an ipg and lead replacement procedure due to inadequate pain relief.